Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 11-may-2024 the patient experienced an issue with two infusion set cannula was crimped and patient faces symptoms within 3 or more hours after insertion. The infusion set is long for less than 1 day. The site of insertion is thigh. The blood glucose level was 220 - 270 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR 1915131 - MDR 3003442380- 2024 - 14867 - device 1 of 2.